Manufacturer narrative:
These events were reported out of a pool of 18 patients. 17 of these patients were implanted with tissue expanders and revision surgery occurred to exchange them with "permanent implants."one of these patients underwent direct-to-implant reconstruction following mastectomy, in which it is unknown whether any revision occurred. It is impossible to know if this patient affected by ¿hematoma occurred requiring operative washout¿ was the aforementioned direct-to-implant reconstruction. Article citation: ¿evaluating long-term outcomes following nipple-sparing mastectomy and reconstruction in the irradiated breast,¿ by scott l. Spear, m.d., john shuck, m.d., lindsay hannan, m.d., m.s.p.h., frank albino, m.d., and ketan m. Patel, m.d., published in plastic and reconstructive surgery, vol. 133, no.5., may 2014, pp. 605e-614e. The event of hematoma is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and/or patient details was requested. No further follow up is possible, as the corresponding author is deceased. Device labeling: postoperative hematoma and seroma may be minimized by meticulous attention to hemostasis during surgery, and possibly by postoperative use of closed drains. Persistent, excessive bleeding must be controlled before the tissue expander is placed. If the wound is stable the tissue expander may be filled to tissue tolerance at the time of surgery to help minimize serous fluid accumulation in the surrounding pocket. If wound stability is a concern, inflate only slightly to fill the pocket space, without applying tension to the tissue. Any postoperative evacuation of hematoma or other fluid accumulation must be conducted with care to avoid introduction of contaminants or damage to the tissue expander from needles or other sharp instruments. Postoperative hematoma and seroma may contribute to infection. Postoperative hematoma and seroma may be minimized by meticulous attention to hemostasis during surgery, and possibly by postoperative use of closed drains. Persistent, excessive bleeding must be controlled before the device is implanted. The following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Additional complications ¿ after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants. Postoperative hematoma and seroma may be minimized by meticulous attention to hemostasis during surgery, and possibly also by postoperative use of a closed drainage system. Persistent, excessive bleeding must be controlled before implantation.

Event description:
Reported event of "hematoma occurred requiring operative washout" in one patient in the article ¿evaluating long-term outcomes following nipple-sparing mastectomy and reconstruction in the irradiated breast,¿ published in plastic and reconstructive surgery, vol. 133, no.5., may 2014, pp. 605e-614e. Device type, affected side and manufacturer of device unknown.